Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the electrode belt trunk cable connector was broken. The cause for the damaged trunk cable connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged trunk cable connector. The patient received a replacement electrode belt.